Event description:
It was reported that a cadd® cadd-ms® 3 ambulatory infusion pump stopped working. There was a programming problem with the pump. Patient switched to back up pump. No patient injury.